Event description:
The consumer reported that the stimulation was causing a shocking sensation because it was up too high in (B)(6) 2016. The patient had it at 5-something volts. The patient turned it down and the shocking stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.